Event description:
It was reported that a vns patient underwent full revision surgery on (B)(6) 2015. It was reported that the lead was replaced due to lead discontinuity and the generator was prophylactically replaced. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1100 ohms. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No patient adverse events were reported.